Event description:
A surgeon reported a pt with an unexpected myopic refractive outcome following intraocular lens implant surgery. The iol was exchanged for a monofocal lens. In a f/u, the tech reported the event continues with corneal edema limiting the pt's visual acuity. The surgeon reported a capsular bag tear occurred and a vitrectomy was performed. The monofocal lens was placed in the sulcus. In the opinion of the surgeon the lens did not cause or contribute to the event.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(4) 2012. (B)(4).